Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced rising thresholds reaching a high level. The ra lead was repositioned to a different location. In addition, it was noted that the right ventricular (rv) lead dislodged during the ra lead revision and was subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.